Event description:
Caller states neonate patient received the following performa system/lab results within 10 minutes: 56 mg/dl/41 mg/dl; 69 mg/dl/39 mg/dl; 69 mg/dl/47 mg/dl; 91 mg/dl/62 mg/dl; 70 mg/dl/55 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Two meters were reported to have been in use when the reported comparisons were obtained. Caller did not specify which meter produced which result.

Event description:
The covidien representative in germany received a report from the customer that stated "the closure of the inner cannula does not close properly - air goes loosen." "Patient was breathed for 24 hours." "A re-intubation was necessary."